Manufacturer narrative:
The reported anomalous battery reading was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that anomalous battery voltage via remote transmission was noted. The patient is scheduled for generator change out. No further information is available.

Event description:
New information received indicates that the device was explanted. The patient is stable post-procedure.